Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from the (B)(6) of peritonitis in a patient coincident with the use of a dianeal pd4 unknown bag imported from the USA for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. Treatment, outcome for the event of peritonitis, and action taken with dianeal therapy was not reported. A causality assessment was not provided for the event of peritonitis and the relationship to dianeal pd4 unknown bag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.